Event description:
The customer alleges that during a procedure the tube connection failed/cracked. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer did provide photos of the device for evaluation. A visual exam was performed on the photo, and it was observed that the et tube connection housing was cracked. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A document assessment was conducted and no changes were required. Although it was observed in the photos that the device was cracked, the actual sample is needed to provide a proper investigation and to determine a root cause.